Manufacturer narrative:
Analysis findings confirmed issue; setscrew was backed out too far.

Event description:
A manufacturing representative reported that, during implant, a lead placed in the implantable neurostimulator (ins) was easily pulling out. There was an audible click when initially placing the lead into the socket. The healthcare provider (hcp) repeatedly placed the lead back in the socket and turned the screw each time and hearing the clicks. Even with multiple attempts the lead was never secured so they replaced the ins used for implant. There were no patient symptoms reported. The ins indication for use is unclear at the time of the report

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.